Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation. The indication for the filter implant, procedural details and medical history of the patient have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Perforation of the ivc was reported, however a clinical conclusion could not be determined as to the cause of the event. Without post implant images for review, the reported event could not be confirmed or further clarified. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation. The patient reported becoming aware of filter tilt approximately twelve years post implant. The patient also reported anxiety related to the filter. According to the implant record the indication for the filter was prophylactically prior to bariatric surgery for morbid obesity and a high risk for deep vein thrombosis and pulmonary embolism. The filter was placed via the right femoral vein and deployed just below the level of the renal veins. Position was confirmed with fluoroscopy and the patient returned to the ward in good condition. Approximately eleven years post implant, the patient underwent an abdominal computerized (CT) scan to evaluate the filter. The scan results reported a well-positioned inferior vena cava filter in place with the cranial tip of the filter less than 2cm below the level of the renal veins. The filter is intact without venous perforation identified. There is a slight clockwise tilt of the filter relative to the long axis of the ivc at about 15 degrees. No thrombus was identified. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Perforation of the ivc was reported, however a clinical conclusion could not be determined as to the cause of the event. Without post implant images for review, the reported event could not be confirmed or further clarified. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. Ivc filter tilt has been associated with operator technique, vessel characteristics, specifically asymmetry and tortuosity. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the implant records the filter was indicated for high risk of pulmonary embolism (pe) and deep vein thrombosis (dvt), morbid obesity and preoperatively for bariatric surgery. Both groins were prepped and draped in the usual sterile fashion. The right femoral vein was entered percutaneously, and a sheath was advanced into the inferior vena cava (ivc) at the level just below the renal veins. Angiography of the inferior vena cava was then performed through this sheath placement. The cordis optease retrievable inferior vena cava filter was then deployed in the inferior vena cava at the level just below the renal veins. Position was confirmed with fluoroscopy pressure. The patient returned to the ward in good condition. Approximately eleven years after the filter was implanted, the patient underwent an abdominal computerized (CT) scan indicated for filter evaluation. The scan reported a well-positioned inferior vena cava filter in place with the cranial tip of the filter less than 2cm below the level of the renal veins. The filter is intact without venous perforation identified. There is a slight clockwise tilt of the filter relative to the long axis of the ivc at about 15 degrees. No thrombus was identified. Incidental findings noted included diverticulosis, small renal cyst, renal calculi, moderate atherosclerotic calcification of the abdominal aorta, abdominal wall hernia, lumbar spine degenerative disease and diffuse osteopenia. According to the information received in the patient profile form (ppf), the patient reports tilting of the filter and further experienced anxiety related to the filter, becoming aware of these events approximately twelve years after the filter implantation.